Manufacturer narrative:
PMA/510(k) #: p200023. Product code: qan. Device evaluation. The zilver vena venous self expanding stent (zvt-7) of unknown lot number involved in this complaint were implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver vena venous self expanding stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest the user did not follow the IFU (ifu0047-5). A definitive root cause could not be identified from the available information. A possible root cause could be related to patients pre-existing conditions as the patients in the study had suffered with either acute or chronic dv tor has been treated for pts or iliac venous compression syndromes. It should be noted that thrombosis of the stented vein is listed as a potential adverse event in the instructions for use. The complaint is confirmed based on customer testimony. According to the initial report the patient was treated successfully with thrombolysis, balloon angioplasty, or stenting. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on 29-oct-21.

Manufacturer narrative:
PMA/510(k) #: p200023. Product code: qan. (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hold for gn 7-13fu 2020, zilver vena and stent characteristics of 32 patients with early (<14 days) iliofemoral stent occlusion patients diagnosed with early in-stent thrombosis after iliofemoral stenting were reviewed in this retrospective analysis. Patients with a recurrence of symptoms or the detection of thrombus in stents within 14 days after stent implantation were included. Patients with stents placed below the orifice of the deep femoral vein were excluded. The patency rate was 90% (27/30), and three cases of reocclusion occurred. One was detected in the second month with thrombosis in the stent. The other two cases were detected in months 6 and 8 as a result of stenosis of the stented sections. All were treated successfully with thrombolysis, balloon angioplasty, or stenting. This complaint will capture 1 cases of reocclusion in the second month due to thrombosis in the stent.